Event description:
This customer reported that the device failed to discharge on the 4th shock. The first three shocks were delivered.

Manufacturer narrative:
This customer reported that the device failed to discharge on the 4th shock. The first three shocks were delivered. The involved pt died, but it is not yet known whether the device was a factor in the pt outcome. We are considering this as a malfunction based on the customer report only. This investigation remains open.